Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line). The patient was connected at the time of the alarm. This occurred while troubleshooting for an unrelated alarm that occurred during fill one of peritoneal dialysis therapy. The technical services representative assisted the patient in clearing the system error 2367. The patient planned to start therapy over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.